Manufacturer narrative:
The customer ordered replacement parts and will complete the repair themselves.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported damage to belows that could cause loss of mechanical ventilation. There was no report of patient involvement.